Manufacturer narrative:
Event date: exact date unknown, event occurred couple years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.